Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on july 4, 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 214 to 186 mg/dl at the time of the call. The customer was given juice, food, and sweet stuff to treat. The customer was wearing the insulin pump during the incident. The customer states the pump over delivered. Troubleshooting was completed and the pump was working as designed. The customer had a paper that had an incorrect pump serial number. The insulin pump will not be returned for analysis.